Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID :977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that all impedances on the leads were over 10,000. It was noted that the patient had good coverage and had no complaints. The issue was not resolved at the time of the report, surgical intervention did not occur or was not planned and the patient was alive with no injury at the time of the report. Follow-up is not required at this time and there is no further information related to this event. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.